Manufacturer narrative:
Device available for evaluation: product ID: 3889-28, lot#: va1zksg, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they never had improvement with their first implant. Patient said that they went back every month since received implant and saw the healthcare professional that reprogrammed the settings. Patient said that finally last october they las say their healthcare professional who ordered x-rays and was told that the implant wasn't connected properly, wires not in place. Patient said that they received replacement system on (B)(6) 2020.